Event description:
The pt, who has chronic middle ear infections, developed a cholesteatoma which invaded the scala tympani. The implant was explanted. Pseudomonas aureoginosa was cultured. No further info was made available regarding this pt who was implanted and resides outside of the USA.